Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer was unable to perform a pump reset during the call, so technical support provided pump reset information for future reference. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.